Event description:
It was reported that the physician had placed catheter in pt during surgery. The catheter was attached to the drainage bag and the bag was taped to the child. Sometime during the night the catheter was found to have broken at the y. Child was taken to ER and something was attached to the catheter in the child to allow the catheter to remain in place.